Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/12/2024, it was reported by a sales representative via (B)(4). That an ar-9800 synergyrf console is causing an issue. This is one of five devices that are linked together. When plugged in, one or more of these devices cause a loss of power for all instruments using that same outlet (they are plugged into a medical grade outlet on the wall in the or, not just a power strip). The contact is unable to figure out which causes the issue; therefore, they'd like to replace them all. This occurred during use in a case with no patient effect.

Manufacturer narrative:
(No problem found) the evaluation did not identify any issues relevant to the reported event.